Event description:
Md noted malfunctioning of ercp scope, olympus device lock biopsy cap rapid exchange rx biliary system biliary sterile disposable. While using the device the stent could not pass through. Hld noted that sponge was lodged in the scope. Per hld team this has occurred at least once before.